Event description:
The dealer states that their is a possible motor mount loose on the device. The dealer states this was dropped shipped to the end user for assembly. They state that the left side of the foot section raises up but not the right side. No further information is available.